Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
A customer reported a b30 scope communication error with the evis exera iii xenon light source. The error occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
Corrected data: e2 & e3 (inadvertently omitted from the initial report). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the b30 error could not be identified. Olympus will continue to monitor field performance for this device.